Manufacturer narrative:
Currently, it is unknown whether or not the device is causing or contributing to the patient's pain. No product issue was reported during the 2009 unrelated surgical procedure and the mesh remains implanted. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Patient originally reported: in 2006--patient underwent large, open supraumbilical hernia repair and diastasis. In 2007--during follow-up appointment with the surgeon, a small recurrence underneath the bottom was noted along with no obstructive signs and symptoms from this. Patient complained of pain now and then in this area. In 2009--patient reported, he had surgery under went an unrelated procedure during which surgeon inspected the implanted mesh, and was able to identify there was no recurrence as previously believed. Patient still has pain symptoms in the area of the mesh implant.